Event description:
The event was reported as a cmc (carpometacarpal) procedure using an orthadapt bioimplant as a spacer. Pt's signs and symptoms were not reported. The bioimplant was subsequently removed.

Manufacturer narrative:
The event was reported as a cmc (carpometacarpal) procedure where an orthadapt bioimplant was used as a spacer; orthadapt bioimplants are not indicated for this use. An assessment based on the provided case info could not determine the cause of the reported event; however, it is likely the off-label use of the product in an arthroplasty procedure contributed to the event. Neither the product or the product lot number were provided to the MFR. Attempts made to obtain additional/specific case info regarding this event from the physician were unsuccessful. The MFR of the device at the time was pegasus biologics, inc.